Event description:
It was reported to philips that the battery pca pins broke off. There was no patient involvement.

Event description:
It was reported to philips that the battery pca pins have broken off. There was no patient involvement. The field service engineer (fse) evaluated the device and found the battery pca pins broken off. The device needs a battery pca. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and was put back into service.